Manufacturer narrative:
Submit date: 06/18/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd controller. The customer states the controller sparks when plugged into the wall outlet. The customer states there was no injury reported.